Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7075730.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation in the thoracic area. Reprogramming was attempted but was unsuccessful in providing adequate coverage. The patient underwent a revision procedure where the lead was repositioned. It is unknown which one of the leads were revised as it was only partially removed and repositioned. The patient was doing well post-operatively.